Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy. While stapling tissue around the kidney, the staple line was formed incompletely. The surgeon did not see any staples in the tissue when he removed it from the tissue. The instrument was able to fire. To complete the procedure, another handle was opened and used to staple across the faulty staple line. No patient injury or extension in surgical time. Patient status is alive, no injury.